Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported the string on the tampon was loose and separated from the tampon. She experienced vaginal irritation, cramps, sharp stomach pains, tenderness on stomach, and headache.